Manufacturer narrative:
The initial MDR 1219913-2021-00464 was filed on october 13, 2021. Additional information - october 14, 2021. The following additional information was obtained from the customer: the pre-surgical sample was not tested for estradiol on an alternate method. The medical records from the patient indicated that the ovariectomy was due to ovarian cancer. The surgery occurred in (B)(6) 2021. The following ca125 results were obtained from the patient: january: 125 u/ml; may: 49.5 u/ml. Siemens continues to investigate.

Manufacturer narrative:
The initial MDR was filed on october 13, 2021 and MDR supplemental 1 was filed on november 3, 2021. Additional information - november 30, 2021. The following is a list of the medications taken by this patient: radiation and anti-cancer drug treatment for cervical cancer. (B)(6) 2020 the anticancer drug is unknown. (B)(6) 2020 through (B)(6) 2021 relugolix relumina tablets 40mg (B)(6) 2016 through (B)(6) 2019 and (B)(6) 2019 through (B)(6) 2020 norethisterone acetate menoaid combipatch total hysterectomy was performed on april 14, 2021. Supplementary data: 2021/2 protein fractionation test alb:62.7% a1: 3.4% a2: 7.4% b1: 6.2% b2: 5.5% y: 14.8% no particular abnormality an outside the united states customer observed an elevated atellica im enhanced estradiol (ee2) result compared to the clinical picture and an alternate method. A female patient results were higher than clinician expected when tested by atellica im ee2 assay following the removal of their ovaries. The atellica im ee2 result decreased below the sensitivity of the assay after the sample was treated with polyethylene glycol ((B)(4)). Siemens has not validated a specific peg protocol for use with the atellica im ee2 assay. This issue was reported only on this patient sample. No sample volume remains from the patient for an internal investigation. Immunoassays are subject to a number of interferences including those caused by endogenous antibodies. Interference can occur because of heterophile antibodies, anti-animal antibodies and auto antibodies. Patients exposed to animals or animal serum products can be prone to this interference and anomalous values may be observed. The interfering antibodies can give rise to a falsely high or less commonly a falsely low result. The interferent may not necessarily be due to an interfering antibody but may be due to other exogenous interferences such as drugs, nutritional supplements and/or herbal medicine in the blood. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination and other findings. If the estradiol results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. In section h6, investigation findings, and investigation conclusion codes were updated based on the investigation results.

Event description:
The customer questioned an elevated atellica im enhanced estradiol (ee2) result compared to the clinical picture and an alternate method. The result was not reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the elevated discordant result.

Manufacturer narrative:
An outside the us customer questioned an elevated atellica im enhanced estradiol (ee2) result compared to the clinical picture and an alternate method. The customer treated the sample with polyethylene glycol (peg6000) and the result was comparable to the alternate method. Siemens is investigating. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings."